Manufacturer narrative:
The administration sets were not returned. Customer was unable to confirm serial numbers, part numbers, or lot numbers, DHR could not be reviewed. Complaint could not be confirmed.

Event description:
Customer stated that they had four administration sets leak.